Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the photographs a broken device identified a device with an opening inside a plastic bag. It is not confirmed whether the device is complete. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unspecified side "implant found cut in two during explant" and "other health issues." Device was explanted.